Event description:
Patient reported "exchange with no complaint against device". Patient later reported they "have an autoimmune disease" not device related. Healthcare professional later reported " capsular contracture baker grade ii". Patient later reported they "have an auto immune disease and ¿something in her lymph node¿. Patient later reported "rupture". Healthcare professional confirmed "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported "exchange with no complaint against device". Patient later reported they "have an autoimmune disease" not device related. Healthcare professional later reported " capsular contracture baker grade ii". Patient later reported they "have an auto immune disease and ¿something in her lymph node". Patient later reported "rupture". Healthcare professional confirmed "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Autoimmune disorders: unable to observe as it is not related to the rupture: not observed openings during the analysis. Lymphadenopathy: unable to observe as it is not related to the as per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.